Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative via healthcare professional. It was reported that the cause of the patient being unresponsive was unknown. It was unknown whether actions/interventions were taken to resolve the patient being unresponsive and whether the patient's being unresponsive and the pain/change in therapy had been resolved. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving 20mg/ml dilaudid at 8.799mg/day, 250mcg/ml clonidine at "109.99mcg/ml," and 0.9units/ml of bupivacaine at "0.3959," via an implantable infusion pump for an unknown indication for use. The patient was seen by a healthcare professional on (B)(6) 2018 with a complaint of a change in therapy, and a return of pain symptoms. It was reported that the physician performed a dye study and after the patient returned home that day they reportedly became unresponsive. The manufacturer's representative was contacted by a medical center on (B)(6) 2018 to interrogate the pump. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient was reported to be at a hospital as of (B)(6) 2018. It was unknown if the issue was resolved at the time of the report. No surgical intervention had occurred and none was planned. The patient's status at the time of the report was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
The main device, the other relevant component includes: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter, ubd: 02/25/2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) on (B)(6) 2018. The patient's pump and catheter were replaced on (B)(6) 2018. It was reported there had been an unknown pump/catheter malfunction, and it was unknown when the issue began. The logs were read and did not show any adverse events. However, the patient and physician thought the drug delivery system was not performing properly. Per the pump interrogation print-out, the pump was examined on (B)(6) 2018, with the last change occurring on (B)(6) 2018. There was a note that the programmed reservoir volume was 9.0 milliliters (mls) and 13 mls was returned. It was indicated the devices would be returned to the manufacturer for analysis; however, the hospital was in possession of the devices. There were no known environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting, the logs had been read (B)(6) 2018 and a catheter dye study had been done on an unknown day. It was reported the issue had been resolved at the time of the report. The patient's status at the time of the report was provided as "alive-no injury." Other medications being taken at the time of the event and the patient's medical history were unknown.

Manufacturer narrative:
Result code and conclusion code added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code updated to (B)(4) to reflect the information received. The pump was returned and passed all testing in the laboratory. No anomalies were identified. The catheter was returned and visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.